Event description:
As reported, the surgeon revised an exactech right reverse shoulder to the 76 y/o female patient due to instability. The surgeon removed a 38 glenosphere, 38+0 liner and +0 humeral tray. The patient was revised to an exactech 38 lateralized glenosphere and +5 tray with a 38+0 liner. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to facility held product.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
B3: unknown. H6: corrected health effect, medical device, component, and investigation clinical codes.